Event description:
A customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the charge button was not responding. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the charge button was not responding. Stryker replaced the main keypad assembly to resolve the issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.